Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod worn on the skin for approximately 49 to 71 hours became loose due to poor adhesion and ultimately fell off. Following the pod detachment, the patient experienced a medical emergency and sought care on 29 march 2026, resulting in a 36-hour intensive care unit (ICU) admission. At the time of the event, the patient reported a blood glucose level of 25 mmol/l (450 mg/dl). Symptoms experienced included headache, difficulty breathing, and vomiting. The patient was diagnosed with diabetic ketoacidosis. Medical treatment provided during the ICU stay included continuous insulin drips, potassium drips, glucose drips, and saline for dehydration. The pod remained on the patient during medical attention despite reported adhesive issues.